Event description:
On (B)(4) 2013, patient reported the up button on the infusion device works intermittently. He changed the battery, but this did not resolve the issue. The key-lock feature was not activated, and the button lays flat after being pressed. The infusion device was not dropped on a hard surface within 48 hours of the event. He was unable to provide the serial number of the infusion device. The infusion device was requested for evaluation, but he reported he would not provide his new address to ship the return kit. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
Patient reported he would notify the FDA of complaint when he was advised the infusion device would not be replaced due to expired warranty. It is unknown if he submitted a report to the FDA.